Manufacturer narrative:
Exact date unknown, event occurred 3 weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed infection at the ipg site due to adhesive allergy that spread to the implant. It was noted that severe rash at the incision site caused blistering and infection. The infection was not device related. The patient was prescribed with antibiotics however it did not resolve immediately. The physician opted to explant the ipg and lead. The patient was doing well postoperatively. All device components were discarded.